Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the infusion set was leaking at the headset. The patient experienced elevated blood glucose levels due to incorrectly inserting her cannula, but she was unaware it was not properly inserted until it leaked. No adverse event reported. The infusion set lot number was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.